Event description:
Hosp reported during a procedure, an extravasation occurred into the pt's left arm. Approx 20 cc extravasated. The pt was transferred to another hosp for surgical intervention. The status of the pt is unk.